Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that in the ICU and ccu on (B)(6) 2019, the alarms are resetting without warning. The device was in use. There was no report of any patient or user harm.